Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a fall with loss of consciousness on (B)(6) 2025. The fall/loss of consciousness was thought to have been caused by hypovolemia and hypotension. The fall was due to the syncopal episode. The patient did not suffer any injuries from the fall. They underwent a computed tomography (CT) scan and implantable cardioverter defibrillator (ICD) interrogation. The patient was hydrated and weaned off of one blood pressure medication to keep their mean arterial pressure (map) in good range. Log files were sent for review. The event log file captured routine events. The ventricular assist device (vad) and peripheral equipment were functioning as intended. The CT results from (B)(6) 2025 indicated no intracranial hemorrhage, acute territorial infarction, mass or mass effect. There were similar mild diffuse cerebral volume loss and minimal chronic microangiopathic changes. The chronic infarcts in the right parietal lobe, left caudate head, left gangliocapsular-thalamic region and bilateral cerebellar hemispheres were unchanged. Small chronic right pontine infarct was better visualized on the prior study. The orbits were unremarkable. The bones and soft tissues are unremarkable. There was mild mucosal thickening in the right frontal sinus. The remainder of the paranasal sinuses and mastoid air cells were aerated. There was no acute intracranial abnormality. It was noted that no ICD interrograion was performed as the patient did not have an ICD in place. CT images were unable to be provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was noted that the infarcts seen were the chronic infarcts and not related to this event. MFR:(B)(4). (Pre-operative ischemic stroke).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Review of the submitted log files found that the system appeared to be operating as intended at the set speed, and there were no notable alarms captured. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event